Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section e1. The customer's report was duplicated and attributed to corrupted software on the device. The software was reset to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.